Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic sigmoid resection - "during a procedure with doctor (B)(6) at some point the eb010 did not sealed a vessel." Patient status - ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering activated the device on porcine tissue and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the incident and determined that the device functioned as intended. The root cause of the incident remains unknown as engineering was unable to replicate the incident. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.